Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.